Manufacturer narrative:
Corrected information sections: h3.

Manufacturer narrative:
An event of the occluder appearing "constrained" while deployed and the septum and deploying deformed outside the body was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 16mm asd device was advanced in usual fashion to the inter atrial septum after balloon sizing revealed a 15mm asd. The device was deployed on the septum however the occluder appeared to be constrained while deployed correctly on the inter atrial septum. The device was recaptured and removed and exchanged for a 14mm asd device which was subsequently deployed successfully and released and remains implanted.